Manufacturer narrative:
Sample was received for evaluation. The DHR shows no abnormalities related to the reported failure. UDI # (B)(4). Failure analysis - complaint is unconfirmed, as the unit was found in tolerance, passed all functional testing and calibration, and did not have any visible damage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dermatome (ID 3539250 - model b) caused two lacerations on the patient's left thigh approximately 3 inches in length while attempting to obtain a skin graft. The lacerations to the left thigh were covered with a dressing. The procedure was completed by covering the wound with the full thickness skin graft manually obtained from the right thigh. The malfunction caused a one hour surgical delay.